Manufacturer narrative:
H6: investigation summary: bd received two (2) samples and three (3) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for partially missing label information was observed, as well as a cracked tube. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for both cracked tube and partially missing label information with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of cracked tube and partially missing label information. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the user observed that an unknown number of tube(s) were cracked, and the label print was illegible. No health impact or consequence reported.